Manufacturer narrative:
The insulin pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The pump history and trace files were successfully downloaded using thump. All buttons functioned properly during testing. There were no unexpected pump error 41, pump error 43, and pump error 53 alarms noted during testing. During download review history files shows on (B)(6) /2021 at 17:48 there was one (1) pump error 41 alarm and one (1) pump error 43 alarm. Further review the shows that at 19:08 there was also one (1) pump error 53 (line number 0 file number 0) alarm. Per r&d investigation pump error 53 alarm file=0 line=0 esf#3730112 was due to faulty motor voltage regulator. Problem isolated to electronic assembly. The insulin pump was cut open for visual inspection of connectors and electronic assemblies. Pump error 43 and 41 alarm in the history files and pump error 53 were due to moisture faulty motor voltage regulator. A test p-cap does lock into place inside the reservoir compartment properly. No physical damage noted during visual inspection. In conclusion, per r&d investigation pump error 53, 43 and 41 were the cause of a faulty voltage regulator. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump button had to press three times to load to process. Insulin pump had received multiple pump error alarms. Customer was able to clear the alarms and complete rewind. Insulin pump passed the self test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.